Event description:
A hospital nurse manager reported that a video image froze during a colonoscopy procedure. The case was completed with a second instrument and there were no complications associated with the occurrence.